Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six days post-implant the right ventricular (rv) lead exhibited high thresholds. It was then discovered that the rv lead became dislodged. It was also noted that the patient experienced bradycardia. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the same day post procedure chest x-ray revealed asymptomatic moderate left sided apical pneumothorax. Repeat chest x-ray showed a small left hydropneumothorax. The patient received oxygen therapy. It was further noted the one week post implant the patient was ¿feeling light headed¿, fatigue and dizziness.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.